Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the experienced high blood glucose level. Customer's blood glucose value was 480 mg/dl at the time of the incident. Customer's current blood glucose level was 183 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer reported bent cannula. The device will not be returned for analysis.